Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that a routine 6 month follow up doppler ultrasound scan was performed. During the scan, the physician identified right limb occlusion. At this time the patient complained of tiredness and numbness of the right leg, but these symptoms have since resolved. The cause of the event cannot be determined, as per the physician. The physician stated that the patient will receive no further treatment or intervention at present.

Manufacturer narrative:
No additional clinical sequelae were reported and the patient will be monitored by their physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the cause of the right limb occlusion could not be determined form the pre-implant films provided. Angio¿s at implant and earlier follow-up¿s were not available for review and the blood flow dynamics could not be assessed, and the stent graft in-vivo configuration is unknown. A pre-implant 3d-CT film report revealed that the proximal neck diameter ranged from 22 ¿ 21 ¿ 23mm. The distal aorta was 16 x 20mm and extensively calcified, and the iliac arteries were tortuous bilaterally. It is possible that implanting the limbs within the small <(><<)>(> <(>&<)><(><<)>)> calcified distal aorta and the tortuous iliac arteries, may have contributed to the occlusion. It is unclear if oversizing of the 28mm bifurcate into the 22mm neck may have also contributed. The limb occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.